Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that multiple occlusion alarms occurred during bolus and basal deliveries. Customer's blood glucose was 118 mg/dl. Supply changes were performed resolving the alarms.